Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient obtained erratic blood glucose results based on which she injected too much insulin and ended up in a severe seizure. The emergency services were called to revive her. After becoming stable, the patient used her meter to check her glucose, and the paramedic used theirs. They discovered the patient's meter was not at all accurate and was the cause of her seizure. No further information could be obtained regarding exact blood glucose values, timeframes or treatment received.